Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible and ippc failed to boot up. Upon functional testing, the fse reviewed the logs and found that the image disk was full, exposure was not possible, and ippc failed to boot up. To resolve the issue, the fse reinstalled the board software for the frontal and lateral c-arms and reconfigured the image drive. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power up completely. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.